Event description:
It was reported that the device suddenly alarmed during use and that automatic ventilation was shut down. The procedure was continued in manual ventilation; no patient consequences were resulting from the event.

Manufacturer narrative:
A dräger service engineer was dispatched who examined the device on-site and was able to confirm the reported behavior of ventilator shut-down during the concerned procedure. It could be traced back to a malfunction of the ventilator motor. Repair exchang eof the motor has put back the device into fully operable condition which was verified by consecutive testing against specifications. Dräger concludes the following: the motor has developed contact problems between the collector and the carbon brushes which cause speed fluctuations. These speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. It is furthermore obvious due to the non-moving piston and from the missing ventilation curves on the screen. The device design allows manual ventilation with the built-in breathing bag including gas dosage even in switch-off state - the user is able to at least bridge the patient support until a replacement device can be introduced. Manual ventilation is a common mode which is typically being used during induction and wake-up phase of the anesthetic procedure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.